Event description:
It was reported that the patient complained of pleuritic pain. The right ventricular (rv) lead was found to have perforated the heart via echocardiography. The rv lead was revised and moved from apical area to septal area. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.